Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the hospital after receiving multiple shocks due to post-sensed t-wave oversensing. Oversensing was reproducible in-clinic. R-wave amplitude had dropped, which caused the oversensing. Programming changes were made; however, the lead was capped the following day. There were no complications for the patient.